Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had several pump error messages on the insulin pump. The customer's blood glucose was 92 mg/dl at the time of incident. The customer was assisted with clearing the alarms. The customer stated they were able to rewind the insulin pump. It was also found the insulin pump passed a displacement test during troubleshooting. Customer reported the alarm occurred during a basal delivery. It was also found the insulin pump passed a self-test. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No active insulin cleared anomaly noted during our testing. The motor arm cannot communicate with the main arm and software error detected was found in the insulin pump history due to software error. No cosmetic damage noted.